Event description:
A guidewire used for filter placement became lodged in the filter apex while the filter was still in the carrier system prior to deployment preventing deployment. The system was removed and a second filter was successfully placed with no patient complications. This device has not been returned for evaluation. Therefore, no failure analysis was available.follow up indicated the guidewire used for filter placement was a "j" tip wire and not part of the filter kit.co's directions for use state: " to avoid placement difficulties, advance the shealth/dilator over the included guidewire."